Event description:
Side effects of essure including pain at rest, pain with intercourse, dry eyes, fatigue, bloating, constipation, brain fog so bad that dementia comes to mind (although never a family history), weight gain, bloating, headaches, tremors in hands, hip pain, bursitis. Once they were implanted, I had heavy bleeding for 4 weeks and such extreme pain I thought the coils were trying to push through my abdomen. Dr said this was normal and would dissipate, but that is not the case. When will this end.... Looking into resources to have them safely removed. Shame on the MFR... Exact date unk. Need medical records. Model number: doctor has it.